Manufacturer narrative:
Reopen - (B)(4) 2011 - the sales rep reported the revision surgery. The patient was revised to address multiple dislocations. Dor: (B)(6) 2011. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. A. No additional information was obtained. The devices have still not been returned. No new information has been provided that identifies a root cause or the need for corrective action. Update - (B)(4) 2011 - clinical reports were received. Doi was updated. Update - (B)(4) 2012 - radiographic reviews were received from clinical. Doi: (B)(6) 2009. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against product 136542500 lot combination 2908885 since its release for distribution. A previous review of the device history record for product 121887456 lot combination 2875416 did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. A. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The customer reports the patient was revised for pain, osteolysis, minimum polyethylene wear and possible infection. Doi: (B)(6) 2001; dor: (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Infection after this length of time implanted is not likely to involve a device processing error. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised to address multiple dislocations.